Event description:
It was reported that this patient presented to the emergency room (ER) due to loss of capture (loc) on the right ventricular (rv) lead. Subsequently, a temporally pacing was placed. The patient was hospitalized, and the rv lead was reprogrammed with good capture. This rv lead remains in service. No additional adverse patient effects were reported.